Event description:
Swanz ganz was introduced with no complications into the right ventricle and pulmonary artery but unable to obtain a p.c.w.p. (Pulmonary capillary wedge pressure). Catheter was pulled but resistance was felt and suspician of knot was raised. Chest x-ray confirmed presence of knot. Swqnz ganz later removed in the cardiac cath lab. Pt. Did not suffer any adverse reaction fromt his complication.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was not destroyed/disposed of.